Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident. After ablation, once the patient was out of the lab, the patient was suspected to have a stroke as he had difficulty with speech. A computer tomography (CT) scan was performed and confirmed a stroke. The patient was then taken by a specialty team. One day after the event, the patient showed slight improvement. There was no evidence of char, thrombus or clot during the procedure. The correct catheter settings on the generator were selected and the pump was properly switching from "low" to "high" flow during ablation. The physician¿s opinion on the cause of this adverse event is that it was not biosense webster product related.